Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing onsite service for the device, an authorized service personnel identified that the pins on the processor pca were bent. There was no reported patient involvement/adverse patient impact.

Event description:
While performing onsite service for the device, an authorized service personnel identified that the pins on the processor pca were bent. The customer's original report stated the device did not pass op check. There was no reported patient involvement/adverse patient impact. One processor pca was returned for failure analysis. The reported problem of bent pins could not be visually verified. However, the device was found to fail op check for the ECG as diode d11 was defective.